Event description:
The customer reported via phone call that the insulin pump alarmed motor error during priming. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, no delivery, and motor tests. No motor error alarm was noted during testing. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump had a cracked case at the display window corner, minor scratches on the display window and a cracked reservoir tube lip.